Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens, the lens cracked as it was inserted into the eye. The lens was removed without enlarging the incision and there was no patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
.